Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. Additional observations not reported by site: the instrument was found to have a frayed grip cable at the yaw pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the force bipolar instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported.